Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was not specified if the patient was hospitalized for the event. The peritonitis was manifested by cloudy effluent, fever and abdominal pain. The event was manifested by abdominal pain. The patient was treated with meropen (intraperitoneally, dose and frequency not reported) on an outpatient basis, for the event. At the time of this report the patient was recovering from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.